Event description:
It was reported to boston scientific corporation, that a hydrothermablator (hta) procedure set was used during a therapeutic hydrothermal ablation procedure. During the procedure, there was a fluid loss from the system to the patient's cervix. This fluid loss resulted in a minor first degree burn of the vagina. There was no medical intervention needed to treat the burn and the patient's condition is reported as "fine". The procedure was cancelled due to this event.

Manufacturer narrative:
The device has not been returned to the manufacturer; therefore, a failure analysis could not be completed. The lot number is not known; therefore, the device manufacture date and expiration date cannot be determined. (B)(4).